Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 586 mg/dl; cause was unknown. Customer attempted to self-treat with a manual injection, bolus via pump and a walk; however was treated with intravenous fluids of saline and insulin at the hospital. Customer was discharged 3 days later, 11/19/2023 with the issue resolved and no permanent damage.